Manufacturer narrative:
The insulin pump alarmed with a compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The following physical damage was also noted: cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, and a missing end cap sticker.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process. The patient's blood glucose at the time of incident was 94 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The customer confirmed that the pump had not been dropped or bumped prior to the compromised force sensor system alarm, but that the drive support cap was protruded. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.